Event description:
The pt had two leads (from the same lot). It was reported the pt was not receiving adequate coverage. The pt had fallen on several occasions prior. X-rays were taken and revealed one of the leads had migrated. It was also reported the pt had been experiencing increased sweating. During surgical intervention, the doctor experienced difficulty relocating the lead. As a result, the lead was explanted and replaced. Coverage was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.